Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the motor device is smoking was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the hose was damaged by the muffler. It was determined that this was caused by pulling on the hose instead of the muffler to disconnect it from the autolube and/or from pulling the autolube hard by the hose. The assignable root cause was determined to be due to misuse, abuse and/ or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the motor device was smoking. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. However, it was reported that the event occurring in december 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.